Manufacturer narrative:
Findings: unit received with a critical pump error (open book error) and unable to download due to corroded electronic assembly. The battery tube and motor assemblies found with traces of corrosion per visual inspection. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump errors alarm. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer states insulin pump display reads critical error. Customer was in a pool while alarm occurred. Customer recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returning for analysis.